Event description:
Completing complex right sided impella on very sick patient. In the middle of procedure, the documentation side of merge reported a "critical error" message and logged registered nurse (rn) out. Rn had to log back into merge all while procedure continued. Logged back into merge. Hemodynamic side continued to record during this time. Manufacturer response for merge software, merge hemo (per site reporter). Ongoing vendor troubleshooting.